Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received.

Event description:
It was reported that this swan-ganz pacing catheter was unable to pace with the central atrial electrode (number four) from the beginning of use after the catheter insertion. All the other electrodes functioned properly. The procedure was completed without replacing the catheter. The following information was unavailable: what kind of surgery/examination the catheter was used for or whether the patient had cardiac conduction defect. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The product lab received one d205f7 catheter with attached monoject 1.5 cc limited volume syringe, 2 injection ports and 4 din adaptors. Non-ew introducer and non-ew contamination shield were also attached to the catheter body between catheter tip and 81.5 cm area from catheter tip. Clotted blood was observed from the catheter. The reported pacing issue was confirmed. When removing the contamination shield, there were some indentations at approximately 8.3 cm proximal from catheter tip where the contamination shield adapter was located. There was no other visible damage or inconsistency observed from the catheter body, syringe, connectors, and balloon. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Continuity testing found that a short condition occurred between the atrial proximal, the atrial central and the atrial distal circuits in the cable housing. There was no open or short condition observed in the leadwires between distal side of cable housing and number 3, 4 and 5 electrodes. Continuity testing also found that there was an open condition in the ventricular distal circuit. The ventricular proximal circuit was continuous without short conditions. A cut down of the catheter body was performed and it was observed that the ventricular distal leadwire was broken around electrode number 1. It was also confirmed that the proximal circuit was continuous from broken lead wire to ventricular distal connector pin. There were no fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. A device history record review was unable to be completed as the lot number is unknown. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Correction: updates to the h6 codes are as follows: investigation conclusions was changed to appropriate term/code not available.